Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the device externally was in fair physical condition. The event history log was unable to be downloaded to review the history. Functional testing using power up confirmed the reported problem. The device alarmed indicating an issue with the circuit board processor resetting itself. The root cause of the problem was a faulty circuit board. To resolve the problem, the circuit board was replaced.

Event description:
It was reported that the pump displayed an error code. No additional information is available. No patient injury was reported.